Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d4; g3; h2; h6 and h11. Corrected field: g4. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer called olympus technical assistance support (tac) and reported b30 error code. Tac advised the customer that the issue could be coming from the scopes, the clv-190, cv-190 or the cabling connecting the two digital light sources. The customer stated the issue was with the light source. The customer declined further troubleshooting over the phone and would like to proceed in sending the device for evaluation and repair. Tac transferred the call to the repairs line. A root cause could not be identified. Based on the results of the investigation the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject had scope communication error b30 during procedure setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.